Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging a loss of prime warning. The reporter stated that the cartridge cap was tight and that the loss of prime occurred after changing just the infusion site. There was no reported adverse event associated with this complaint. This complaint is being reported because troubleshooting could not be completed and the issue remained unresolved.